Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/21/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located around the insertion site and was described as red, itchy and bumpy. On (B)(6) 2016, patient sought medical advice and was seen by a nurse practitioner. During the medical office visit nothing was prescribed by the nurse practitioner. The patient has been treating the affected area with over the counter (otc) flonase and otc hydrocortisone. At the time of contact, the patient was good. No additional event or patient information was provided.